Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported approx 50 months post stent graft implant the CT demonstrated that the stent graft had migrated approximately 1.5cm resulting in a distal type I endoleak. It was reported that the stent graft migration was due to the angulation of the aortic neck. The physician elected to treat the pt with another MFR's aortic cuff. The type I endoleak was resolved. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusion: (aortic neck angulation). Secondary intervention required.